Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was in 2009, date unknown. Reported date of explant was in 2012, date unknown. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with screw and rod construct on an unknown date in 2009. A plif was performed at l5-s1 and l4-5 was left semi rigid; nflex rods implanted. On an unknown date in 2012, a rod was noted to be broken and a revision was performed. The hardware was removed and a plif was performed from l4-s1.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Based on the investigation no material error could be detected. The present nflex rod is initially fatigued as a result of cyclic loading. The visible fatigue lines and secondary cracks on the fracture surface are a clear indication of a fatigue crack under cycling overload. The cross-section of the rod was continuously reduced with the progress of the fatigue crack. Finally, the rest was broken by ductile fracture mechanism violence.